Manufacturer narrative:
The thermogard console (sn (B)(4) was serviced onsite on (B)(6) 2017. The event log retrieved from the console revealed two mid16 (software) error messages, confirming the reported event. After the console's software was updated to the new version, the console was functionally tested and passed without any further error message or functional issue observed. The report of mid16 error messages were not reproduced during functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, the user observed an unspecified error message on the thermogard console (sn (B)(4) during start up, prior to patient use. The user was unable to resolve the issue. The console was not used on a patient.